Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient lost consciousness and collapsed, after which emergency medical services were contacted. The patient was transported to the hospital, where they were hospitalized with hypoglycemia at an unspecified time in 2025. The patient's blood glucose levels declined to 39 mg/dl while wearing the pod. Symptoms reported include pain, slowed breathing, decreased oxygen saturation, extreme agitation and confusion. The patient was admitted into intensive care (ICU) for one day and was treated with fluids. The patient does not recall the time that they were discharged.